Manufacturer narrative:
Based on the information received to date, the manufacturer has no basis to believe that the reported the implanted device has caused injury to the reporting party. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The manufacturer has no basis to believe that the reported the implanted device has caused injury to the reporting party and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.5., b.6., d.2., d.3., d.4., d.6., d.11., e.1., g.1., g.2., g.4., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2017 the patient states visual acuity in both eyes is decreasing in the last few months and feels it is getting dimmer. The patient is having trouble reading street signs. The patient is not experiencing pain, discomfort, floaters, or flashers. On (B)(6) 2018, the patient reports vision is getting ¿weaker¿ since last visit with some diplopia. At a visit on (B)(6) 2018, the patient is reporting floaters, double vision, and heme in left eye (os), along with glare and halos at night. Cypass implant od cyp-241-s lot# fg-102017-001, serial # (B)(6) lens implanted abbott pcb00 on (B)(6) 2018, the patient is reporting no pain and no problems since last visit. The patient is unsure if vision is improved. At a 10-day post op appointment on (B)(6) 2018, patient reports some irritation, a ¿film over od¿. There is a gritty feeling, swollen, dry, and red. The patient reports a decrease in vision. Another follow up visit on (B)(6) 2018, the patient reports a filmy visual acuity along with a gritty feeling. At a visit on (B)(6) 2018, the patient reports blurry vision along with a foreign body sensation in their right eye (od). At the three-week follow up visit on (B)(6) 2018, the patient reports their vision is not getting any better near or distance and there is still a foreign body sensation in their right eye (od). During a visit on (B)(6) 2018, the patient still reports a film over her right eye (od) that comes and goes. The foreign body sensation is not as bad and there is a little soreness under her right eye (od). On (B)(6) 2018, the patient reported there still seems to be a film over her right eye (od) but the foreign body sensation has gone away. Her right eye (od) feels sore. The patient returned to her doctor on (B)(6) 2018 and reported blurry vision, balance is off, and just does not feel good. She is reporting feeling the foreign body sensation again. At a four-month follow up, the patient reports still having balance issues and still feels like there is a film. She reports regretting having the procedure. The patient returned to her doctor on (B)(6) 2018, reporting continued balance issues, continued film and soreness in her right eye (od). On (B)(6) 2018, the patient returned to the clinic and reported her vision is blurry and appears ¿filmy¿ and has occasional soreness. The patient returned for another visit on (B)(6) 2018 reporting her right eye (od) vision is still blurry, the same as before. Her right eye (od) has a shooting pain on occasion when she moves to the right. There is also a feeling of a constant film over her right eye (od). On (B)(6) 2018, the patient returned to the doctor reporting continued blurry vision in her right eye (od) and it is harder to see to read. There is still a filmy feeling and she is starting to feel depressed dealing with it. On (B)(6) 2018, the patient went to the same clinic but saw a different doctor. She reported it is harder to see near and distance in her right eye (od) and there is a film over her vision. She is reporting side-by-side double vision but it seems to be resolved when putting on glasses. At a visit on (B)(6) 2018, the doctor was concerned the patient¿s pressure was too low in her right eye (od). Steroids were recommended, however the patient wanted to confer with her regular eye doctor before continuing any other treatments. The patient reports being scared and depressed. She continues to have balance issues and her right eye (od) still feels filmy. The patient returned to the clinic on (B)(6) 2019, reporting blurry vision and her right eye (od) is tender to the touch. At another visit on (B)(6) /2019, the patient continues to report blurry vision in her right eye (od). On (B)(6) 2019, the patient continued to report that her vision isn¿t any better, possibly a little worse and a foreign body sensation in her right eye (od). The eye is painful. On (B)(6) 2019, the patient reported blurry right eye (od) vision and discomfort that comes and goes, along with dry eye and foreign body sensation. The patient is concerned she is losing her sight. On (B)(6) 2019, on her three month check for blurry vision, the patient reports continued blurry vision and an itchy and sore right (od) eye. The right eye is also red. At a follow up visit on (B)(6) 2020, the patient reported a dull pain when she looks to the right and discomfort, along with dry eye and itching due to allergies. She reports her right eye (od) has a foreign body sensation. Another follow up on (B)(6) 2020, the patient reported blurred vision and pain when she looks to the right, she struggles to focus. There is also some itching. On (B)(6)2020, the patient returned to report discomfort, pain in her right eye (od) along with foreign body sensation.

Manufacturer narrative:
Additional information provided in d.2., d.3., d.4., g.1., g.2., h.3., h.4., h.6., and h.10. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because sufficient clinical data was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., d.6., d.11., and e.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of a micro-filtration device, they experienced an unknown injury. Additional information was requested.